Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge service territory manager (stm) reported that they replaced top cover and labels. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint: pn: 0040-00-0457 sn: n/a display top cover. Pn: 0334-00-1809 sn: n/a upper label. Pn: 0334-00-1810-01 sn: n/a label ID. Pn: 0040-00-0457 was received with a reported failure of the display top cover cracked. No listed failures for the other parts. The fat performed a visual inspection and found: pn: 0334-00-1809 has a thin crack in the outer area of the cover. Pn: 0334-00-1810-01 and pn: 0334-00-1810-01 were damaged. Fat verified the listed failure. Retaining the in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units display top cover cracked. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.